Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose increased from 124 mg/dl to 400 mg/dl within a forty minute span. The customer was advised on possible reasons for the rapid increase in blood glucose; however, she declined troubleshooting and stated that she will call back if she needs to. No products were returned or replaced.